Event description:
Customer reported a confirmation donor unit, previously known type a, typed as ab on the galileo with fwd_abo.

Manufacturer narrative:
Reviewed images from customer's instrument. Customer could not reproduce results. Customer did not send sample or product for further serological testing.